Manufacturer narrative:
Device received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. Device received with cracked case on the back at the battery tube area, and broken battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump screen went dead. The customer¿s blood glucose level was unknown. The customer also reported that crack on battery side. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.